Event description:
Patient's mother contacted dexcom technical support to report cgm inaccuracy on (B)(6) 2014, compared to the patient's blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries.